Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field.there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in sections and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a unspecified bd¿ syringe leaked from the side of the plunger.

Manufacturer narrative:
The additional information is as follows: b.5. Describe event or problem: it was reported that a pen ii omnitrope pen 5 1.5ml leaked from the side of the plunger. D.1. Medical device brand name: pen ii omnitrope pen 5 1.5ml. D. 1 medical device type: n/a. D.2. Common device name: injector pen. D.3. Medical device manufacturer: becton dickinson, s.a. D.4. Unique identifier (UDI) #: (B)(4). D.4 medical device catalog #: 301229. G.2 manufacturing location: becton dickinson, s.a. G.5. PMA / 510(k)#: n/a.

Event description:
It was reported that a pen ii omnitrope pen 5 1.5ml leaked from the side of the plunger.

Manufacturer narrative:
Investigation: two sample units were received for evaluation by our quality engineer. Through visual inspection of the samples, damage was observed on the syringe barrels. Both syringe barrels were observed cracked which would result in leakage. As a lot number was unknown for this incident, a device history record review could not be completed and additional retained samples could not be investigated. The damaged barrels may have resulted from an undetected hit or damage within the manufacturing equipment or transport process, however, a definitive cause could not be determined.

Event description:
It was reported that a pen ii omnitrope pen 5 1.5ml leaked from the side of the plunger.